Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 12-mar-2020.

Event description:
The customer reported that the program crc (cyclical redundancy check) test failed. The device was being used for treatment when the reported event occurred; however, there was no patient harm.

Manufacturer narrative:
G4: 15may2020. B4: 18may2020. The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.